Event description:
It was reported that during an implant attempt, the lead had high impedance. Repositioning was attempted, but the impedance remained high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.